Event description:
Narrative from staff: a disposable reamer broke, during surgery, in the patient's left knee. Surgery was stopped. The reamer was removed from the knee. Surgery proceeded. Narrative from operative report: a flexible guide pin from the arthrex flexible reamer system was passed through the center point of the previously placed socket and tunnel. This took a significant portion of time to appropriately strategize trajectory. Once we were satisfied with this, we brought in the flexible reamer; however, immediately upon initiation of reaming, the reamer broke, and the flexible reamer was removed entirely without consequence.